Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 -17.00/2.0/155 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os). On 07-feb-2023 the lens was removed and replaced with a spherical lens of longer length due to lens dislocation. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- device evaluation: lens was returned dry with residue/debris on product in a specimen cup. Visual inspection found no visible damage to the lens. Claim # (B)(4).